Event description:
It was reported that during a prostatectomy procedure, the device did not release after locking and firing. The release button was not working. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from tissue? The jaws eventually opened. Did the jaws of the device eventually open? Yes. Was there any damaged observed with the release button? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. What color cartridge was being used? Not sure. Were any unexpected noises heard? If so, when? N/a the analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device and was fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.